Manufacturer narrative:
Device investigation details: the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer. Concomitant medical products: pentaray nav high-density mapping eco catheter (us catalog # d128211, lot # 30159849l). 20 pole eco cable (us catalog # em5050060/ lot # unknown). Soundstar eco catheter (us catalog # 10439072, lot # unknown). C3 ez steer cs with auto ID catheter (us catalog # bd710fj282ct, lot # unknown). Carto 3 system (us catalog # fg540000, serial # (B)(4)). Smart ablate generator (us catalog # m490007, serial # (B)(4)). Smart ablate pump (us catalog # m490008, serial # (B)(4)). Non-bwi concomitant products: safesept transseptal needle (catalog # unknown, lot # unknown). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the pentaray nav high-density mapping eco catheter had high metal values. The pentaray nav high-density mapping eco catheter was replaced and moved from 20 pole a to 20 pole b, however, the issue did not improve and a magnetic sensor error appeared. The 20 pole eco cable was replaced, and the issue resolved. The customer that the magnetic distortion and magnetic sensor errors were experienced with the pentaray nav high-density mapping eco catheter. This issue was traced to the 20 pole eco cable and resolved prior to the effusion being discovered. The issues of high metal values and magnetic sensor errors are not MDR reportable since the errors are easily detectable by the user. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Then two hours into the procedure during the ablation phase with the thermocool® smart touch® sf bi-directional navigation catheter, the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound and pericardiocentesis was performed to remove 500 cc of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a safesept transseptal needle (non-bwi product). Ablation was applied at 35 watts during the procedure. There was no evidence of steam pop during the ablation. The thermocool® smart touch® sf bi-directional navigation catheter irrigation was set at 15 ml/min. No errors were observed on any bwi equipment at the time of the serious injury.